Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported vis social media that an unspecified malfunction occurred. An unknown parent of a patient reported that their child was hospitalized due to the dexcom device. It was reported that the "app stops sending data randomly". The reporter stated that there are times when both her phone and the patient's phone will not receive data for hours. During the night while everyone is sleeping, the patient's phone reportedly says it's transmitting but the three phones receive nothing. No further event details were provided. The social media post did not provide any identifying information for dexcom follow up with the reporter for further information. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.